Event description:
On 8/20/92, an aus device was implanted. On 10/22/92, the cuff was revised. On 7/11/96, the cuff was removed from the pt and replaced due to cuff atrophy and recurring incontinence.